Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set resulting in insufficient insulin delivery.

Event description:
On 10/20/24 beta bionics chief medical officer (cmo) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/20/24. The cmo reported the user was admitted to massachusetts general hospital (mgh) with hyperglycemia and ketosis due to a failure of their convatec inset (23", 6mm) teflon infusion set. Although their ph was within the normal range, they had an anion gap and ketones, and their condition did not technically meet the criteria for diabetic ketoacidosis (dka). The failure occurred after a night of heavy alcohol consumption (4 beers, and entire bottle of liquor), which may have contributed to the user's vomiting. The user noticed that their infusion set dressing was wet and smelled of insulin but did not replace the set, not realizing the significance of these signs. The user attempted to announce a fake meal, but it was ineffective, and they were treated with an insulin infusion upon arriving at the emergency department, where their ketosis resolved quickly.